Event description:
As reported by hosp on user medwatch form: "a medi-port was inserted 2008. The pt was discharged as an outpatient. The catheter was used 3 times for chemo when it did not function. X-rays were done and showed it was fractured. Pt was admitted the following month, for removal and only a portion was removed. A 12.5cm of the medi-port remained and the pt was sent to the cath lab to have it removed. The pt was discharged and another medi-port was implanted five days later. No add'l pt complications were reported. It was indicated that the used device would be returned for eval.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for eval, it has not yet been received. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted.